Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the pessary string pulled out during removal and had to go to pcp to have the pessary removed. Consumer was experiencing vaginal pain during removal of the bladder support.